Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false downstream occlusion through the history log, but could not reproduce it during evaluation. Evaluation found the downstream sensor readings to be above specification. Evaluation also found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced to correct this condition.